Event description:
Boston scientific received information that during the implant procedure, when this right ventricular lead was inserting the lead into a 9f safe sheath introducer for placement, as the lead was pulled back to reposition, visual observation of the distal coil revealed the coils appeared separated. As there was concern the lead might be fractured, a decision was made to replace this lead. The lead was not implanted and another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Event description:
Additional information was received that this lead was discarded at the facility and will not be returned.

Manufacturer narrative:
This device has not been returned and therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitely confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.